Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2019 and a barbed suture was used. During the procedure, the doctor was suturing the fascia layer tissue in a continuous loop and the needle broke off at the swage. The needle and suture were removed from the patient and a second like suture was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.